Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 67-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient experienced multiple episodes of ventricular tachycardia (vt), requiring cardioversion. Amiodarone and lidocaine boluses were given. An echocardiogram confirmed good position. Plan for a transvenous pacemaker. The impella functioned at p-4 at 1.2l/min as intended. Subsequently care was withdrawn and the patient expired. Arrythmia may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position. The impella is conservatively being reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2 added date of death as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported tachycardia could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation." D4 catalog number and d4 serial number were updated, corrected accordingly.